Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was repositioned deeper in the same pocket.

Event description:
Additional information revealed that the pain at the ipg site has resolved.